Event description:
The device was returned for an air compressor failure. The unit failed recharge test. The compressor was then tested separate from the pneumatic assembly and found to not be functioning properly. The air compressor will be removed and replaced during the repair process. No other internal damage was found.

Event description:
The following has been reported: biomed reported: ivenix pump that is giving a system error, they would like to send for repair, as well as a ivenix pump bracket that has a broken power cord. Pump sn#(B)(6). Waiting for confirmation of patient harm and if issue stopped active infusion. Biomed confirmed no patient harm. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.